Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment. This device has been identified as part of a product recall. The customer reported event of no power on ac was not duplicated; however, the customer reported event of no power on dc was duplicated. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a customer contact report of will not turn on with ac or dc power. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries were noted in the battery compartment of the device.